Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, pressure could not be maintained. Another like device was used. Hysteroscopy was performed after the procedure. The patient experienced a ruptured uterus. The surgeon does not know if the uterus was ruptured before or after using the device. An abdominal CT was performed; the patient was placed on antibiotics for one week and was admitted to hospital overnight. The patient has been discharged home and her condition is believed to be well.

Manufacturer narrative:
(B)(4). Conclusion : the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch eemg04, batch gcmg09.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, there was damage to the balloon.